Event description:
While placing a powerglide in the basilic vessel the catheter got hung up on the curve of the vessel. Nurse tried massage, but the catheter just kinked up. Pulled back device and half of the catheter and wire were left in the arm of the pt. Pt had to have the guidewire and catheter cut out, requiring 4 stitches. This was the nurse's second placement. During placement, there was somewhat of resistance and the catheter could have gotten caught up against the needle bevel upon retracting and pushing it forward. There was resistance when removing the device. About 2cm of catheter and guidewire broke off in the pt's body.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample reveal a complete break in the quadraflex catheter material. Magnified views of the break site shows an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. These traits indicate the damage is a result of a break in the tubing. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. It should be noted that the distal section was not returned for evaluation. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter. The mechanism of the break in the tubing is undetermined. The product instruction for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.